Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that approx two months following lasik surgery, the pt presented with epithelial ingrowth in the right eye. The ingrowth was noted to be inferior on the flap of the right eye. The pt reported foreign body sensation in the eye. The flap was lifted and rinsed to treat the event. In a follow up, the ctr director reported that the event had resolved four weeks later and the pt was doing great. No further info is expected.